Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has continuous problem with the sensors. Customer's blood glucose was 403 mg/dl, treated with the insulin pump. Customer did not have the correct transmitter ID programmed to the insulin pump. No further information reported.